Event description:
Patient was inpatient 3 days ago and was discharged in 2008. Presented to ed three days later, with complaint of pain, and possible foreign body in left forearm from previous admission to hospital. Complaint verified by x-ray. Patient admitted and surgically removed foreign object in left forearm, an angiocath.